Event description:
The customer stated, that the tip of lasso catheter detached during use on the patient. It was reported that a snare was used to retrieve the detached tip and patient condition has been reported as stable.